Event description:
The catheter was inserted in 2007, for commencement of chemotherapy for recent cancer diagnosis. During the arranged admission from 2007, for chemotherapy, the line was noted to tear in the proximal line causing leakage administered medications. The pt was taken to ot for replacement line. Info was provided that the pt had the usual chemotherapy.

Manufacturer narrative:
Evaluation: no product or lot number was provided to assist in our investigation. Unfortunately, without the actual complaint device, we are unable to determine why this difficulty may have been experienced. However, it is possible that the device may have been overly pressurized.